Event description:
The high frequency oscillatory ventilator 3100b started to make odd, loud noises. The diaphragm appeared to be getting stuck. The ventilator was changed at that time. In switching the ventilator out, the patient had a slight oxygen desaturation. He quickly recovered to the state he was in previous to the incident.